Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly. When interrogation was performed on (B)(6) 2022 in the check before MRI imaging of the patient, the lead impedance was 3000 o or more on (B)(6) 2022 on the ventricular impedance trend, and the rv lead polarity was switched to unipolar. The rv pacing threshold on (B)(6) 2022 were 4.5 v, 0.35 ms at bipolar and 1.0 v, 0.35 ms at unipolar. For other unipolar data, rv lead impedance was 348 o, and unmeasured for r-wave due to no intrinsic rhythm. On (B)(6) 2022 a re-intervention with implantation of a new pacemaker system was performed. The old system was abandoned in patient body.